Event description:
It was reported that during a sigmoid resection, the device stapled and did not cut. Used a contour device to cut the ecs29 out. Then used another ecs29 to complete the case with no adverse pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device arrived in good visual condition with no staples present and with no washer present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the reported damage occurred; it should be noted that all devices are inspected 100% for staple and washer presence by an automated vision system, and are visually inspected 100% as a final check. In addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. In addition, the appropriate engineering personnel have been notified of this incident. An investigation has been initiated to determine the cause of this issue. A batch record review was performed and no anomalies were found during the manufacturing process.